Event description:
It was reported that a malfunction occurred due to a code 16-0x20e6 error in slovakia. There was no adverse impact to the customer¿s blood glucose level. The customer was informed that the pump needed replacement, and a replacement pump with serial number 1442686 was provided.